Event description:
The user facility reported a 4085 surgical table would not respond to commands from the hand control. The table would not unlock, raise or lower via the hand control. The staff utilized the table base controls, articulated the table and repositioned the patient. No injuries were reported. No procedures were cancelled. The procedure occurring during the incident was completed after a short delay.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris quality and engineering received and evaluated the table's control board, and confirmed it was not operating properly. The field effect transistor component was found to be damaged. Steris quality has identified that this is an isolated event.